Event description:
According to report filed by user facility the pt presented to the ER with "very poorly controlled diabetes". The pt was admitted and was in ICU for approximately 3 weeks. According to report filed the pt's airway was difficult to maintain during each pt transfer. When the pt was being moved on (B)(6) the pt's airway could not be maintained. According to report pt arrested and expired. No pm was performed.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.